Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff in united states on 10-aug-2016 which refers to a female consumer of unspecified age who had essure (ess205) (fallopian tube occlusion insert) inserted in (B)(6) 2006. Sometime following to the implant, the consumer experienced heavy bleeding, incontinence, dysuria, painful bloating, irregular and painful menses, frequent bouts of bacterial vaginosis, weight gain, loss of libido, sharp stabbing pelvic pains, wood swings (interpreted as mood swings), discharge, hot flashes, painful intercourse and back pain. She also began to experience a twisting pain in her fallopian tubes. Her symptoms continued and on (B)(6) 2016, she underwent a surgery to remove her uterus through a hysterectomy with bilateral salpingectomy procedure. This procedure was necessary because the complications and medical issues she experienced from essure devices. Company causality comment: this spontaneous non-medically confirmed case report is under litigation and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had sharp stabbing pelvic pains and heavy bleeding (interpreted as genital bleeding). She underwent a hysterectomy with bilateral salpingectomy, approximately 9 years after essure insertion. These events are listed in the reference safety information for essure. After essure insertion, genital bleeding and pelvic pain may occur. In the present case, limited information was provided. Consumers medical history and concurrent conditions were not mentioned. Given the nature of the events sharp stabbing pelvic pains and heavy bleeding and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pains / shooting pains"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (ess205) (batch no. 620755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial atrophy, sulfonamide allergy, drug rash, allergic reaction to analgesics, uti and nephrolithiasis. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included prolonged periods, pelvic adhesions, shellfish allergy and body mass index normal. Family history included family history of cancer and osteoporosis. Concomitant products included prednisone for shellfish allergy. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced abdominal distension ("painful bloating /constant and severe bloating"). In (B)(6) 2007, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)") and urticaria ("hives"). In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced abdominal pain ("painful bloating"), dysmenorrhoea ("irregular and painful menses / dysmenorrhea (cramping)") and vulvovaginal pain ("vaginal pain"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain / 35 pound weight gain") and experienced kidney infection ("infection (bladder/urinary tract/vaginal) type: kidney infections"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced neuropathy peripheral ("neuropathy in feet"). In (B)(6) 2014, the patient experienced depression ("depression"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), incontinence ("incontinence"), dysuria ("dysuria"), menstruation irregular ("irregular and painful menses"), bacterial vaginosis ("frequent bouts of bacterial vaginosis") with vaginal discharge, loss of libido ("loss of libido"), mood swings ("wood swings"), hot flush ("hot flashes"), back pain ("back pain"), adnexa uteri pain ("a twisting pain in her fallopian tubes"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), abdominal pain lower ("lower abdominal pain"), urinary tract infection ("urinary tract infection"), arthralgia ("ankles and knees hurt"), discomfort ("discomfort"), myalgia ("muscle aches") and pain ("neurological condition - shooting pain") and was found to have vitamin d decreased ("low vitamin d"). The patient was treated with caffeine;paracetamol (excedrin), diphenhydramine hydrochloride (benadryl), epinephrine (epipen) and surgery (ablation, ablation on (B)(6) 2009 and bilateral salpingectomies, hysteroscopy, dilation currettage). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, urticaria, depression, neuropathy peripheral, fatigue, alopecia, urinary tract infection, kidney infection and pain had resolved, the uterine haemorrhage, genital haemorrhage, incontinence, dysuria, abdominal distension, abdominal pain, menstruation irregular, bacterial vaginosis, weight increased, loss of libido, mood swings, hot flush, back pain, adnexa uteri pain, headache, vulvovaginal pain, abdominal pain lower, arthralgia, discomfort, myalgia and vitamin d decreased outcome was unknown and the migraine had not resolved. The reporter provided no causality assessment for uterine haemorrhage with essure (ess205). The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, alopecia, arthralgia, back pain, bacterial vaginosis, depression, discomfort, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, headache, hot flush, incontinence, kidney infection, loss of libido, menorrhagia, menstruation irregular, migraine, mood swings, myalgia, neuropathy peripheral, pain, pelvic pain, urinary tract infection, urticaria, vaginal haemorrhage, vitamin d decreased, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: the patient appeared to tolerate the procedure remarkably well. She did not claim that essure worsened a previously existing injury/condition. Current weight (B)(6) . (B)(6) 2006: insertion was extremely painful in one tube. Surgeries hysteroscopy approximately eight months ago due to endometrial thickening with benign pathology. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage and confirming pelvic pain concerning the injuries reported in this case, the following ones were reported via social media: discomfort, food allergy, myalgia, arthralgia concerning the injuries reported in this case, the following one/ones were reported via social media: low vitamin d. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Events : infection (bladder/urinary tract/vaginal) type: kidney infections, neurological condition - shooting pain, outcome neuropathy in feet updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp stabbing pelvic pains / shooting pains'), uterine haemorrhage ('abnormal uterine bleeding') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (ess205) (batch no. 620755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial atrophy, sulfonamide allergy, drug rash, allergic reaction to analgesics, uti and nephrolithiasis. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included prolonged periods, pelvic adhesions, shellfish allergy and body mass index normal. Family history included family history of cancer and osteoporosis. Concomitant products included prednisone for shellfish allergy. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced abdominal distension ("painful bloating /constant and severe bloating"). In (B)(6) 2007, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)") and urticaria ("hives"). In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced abdominal pain ("painful bloating"), dysmenorrhoea ("irregular and painful menses / dysmenorrhea (cramping)") and vulvovaginal pain ("vaginal pain"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain / 35 pound weight gain") and experienced kidney infection ("infection (bladder/urinary tract/vaginal) type: kidney infections"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced neuropathy peripheral ("neuropathy in feet"). In (B)(6) 2014, the patient experienced depression ("depression"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), incontinence ("incontinence"), dysuria ("dysuria"), menstruation irregular ("irregular and painful menses"), bacterial vaginosis ("frequent bouts of bacterial vaginosis") with vaginal discharge, loss of libido ("loss of libido"), mood swings ("wood swings"), hot flush ("hot flashes"), back pain ("back pain"), adnexa uteri pain ("a twisting pain in her fallopian tubes"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), abdominal pain lower ("lower abdominal pain"), urinary tract infection ("urinary tract infection"), arthralgia ("ankles and knees hurt"), discomfort ("discomfort"), myalgia ("muscle aches"), neuralgia ("neurological condition - shooting pain"), food allergy ("allergic reaction to food "), drug hypersensitivity ("allergy to medications") and allergy to chemicals ("allergy to chemicals") and was found to have vitamin d decreased ("low vitamin d"). The patient was treated with caffeine;paracetamol (excedrin), diphenhydramine hydrochloride (benadryl), epinephrine (epipen) and surgery (ablation, ablation on (B)(6) 2009 and bilateral salpingectomies, hysteroscopy, dilation currettage). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, urticaria, depression, neuropathy peripheral, fatigue, alopecia, urinary tract infection, kidney infection and neuralgia had resolved, the uterine haemorrhage, genital haemorrhage, incontinence, dysuria, abdominal distension, abdominal pain, menstruation irregular, bacterial vaginosis, weight increased, loss of libido, mood swings, hot flush, back pain, adnexa uteri pain, headache, vulvovaginal pain, abdominal pain lower, arthralgia, discomfort, myalgia, vitamin d decreased, food allergy, drug hypersensitivity and allergy to chemicals outcome was unknown and the migraine had not resolved. The reporter provided no causality assessment for uterine haemorrhage with essure (ess205). The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, allergy to chemicals, alopecia, arthralgia, back pain, bacterial vaginosis, depression, discomfort, drug hypersensitivity, dysmenorrhoea, dyspareunia, dysuria, fatigue, food allergy, genital haemorrhage, headache, hot flush, incontinence, kidney infection, loss of libido, menorrhagia, menstruation irregular, migraine, mood swings, myalgia, neuralgia, neuropathy peripheral, pelvic pain, urinary tract infection, urticaria, vaginal haemorrhage, vitamin d decreased, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: the patient appeared to tolerate the procedure remarkably well. She did not claim that essure worsened a previously existing injury/condition. Current weight 140 lbs. (B)(6) 2006: insertion was extremely painful in one tube. Surgeries hysteroscopy approximately eight months ago due to endometrial thickening with benign pathology. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: newly added events- allergic reaction to food, allergy to medications and chemical, reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp stabbing pelvic pains / shooting pains'), uterine haemorrhage ('abnormal uterine bleeding') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (ess205) (batch no. 620755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial atrophy, sulfonamide allergy, drug rash, allergic reaction to analgesics, uti and nephrolithiasis. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included prolonged periods, pelvic adhesions, shellfish allergy and body mass index normal. Family history included family history of cancer and osteoporosis. Concomitant products included prednisone for shellfish allergy. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced abdominal distension ("painful bloating /constant and severe bloating"). In (B)(6) 2007, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)") and urticaria ("hives"). In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced abdominal pain ("painful bloating"), dysmenorrhoea ("irregular and painful menses / dysmenorrhea (cramping)") and vulvovaginal pain ("vaginal pain"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain / 35 pound weight gain") and experienced kidney infection ("infection (bladder/urinary tract/vaginal) type: kidney infections"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced neuropathy peripheral ("neuropathy in feet"). In (B)(6) 2014, the patient experienced depression ("depression"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), incontinence ("incontinence"), dysuria ("dysuria"), menstruation irregular ("irregular and painful menses"), bacterial vaginosis ("frequent bouts of bacterial vaginosis") with vaginal discharge, loss of libido ("loss of libido"), mood swings ("wood swings"), hot flush ("hot flashes"), back pain ("back pain"), adnexa uteri pain ("a twisting pain in her fallopian tubes"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), abdominal pain lower ("lower abdominal pain"), urinary tract infection ("urinary tract infection"), arthralgia ("ankles and knees hurt"), discomfort ("discomfort"), myalgia ("muscle aches"), neuralgia ("neurological condition - shooting pain"), food allergy ("allergic reaction to food "), drug hypersensitivity ("allergy to medications"), allergy to chemicals ("allergy to chemicals"), adrenal insufficiency ("adrenal insufficiency") and immune system disorder ("immune problem") and was found to have vitamin d decreased ("low vitamin d"). The patient was treated with caffeine;paracetamol (excedrin), diphenhydramine hydrochloride (benadryl), epinephrine (epipen) and surgery (ablation, ablation on (B)(6) 2009 and bilateral salpingectomies, hysteroscopy, dilation currettage). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, urticaria, depression, neuropathy peripheral, fatigue, alopecia, urinary tract infection, kidney infection and neuralgia had resolved, the uterine haemorrhage, genital haemorrhage, incontinence, dysuria, abdominal distension, abdominal pain, menstruation irregular, bacterial vaginosis, weight increased, loss of libido, mood swings, hot flush, back pain, adnexa uteri pain, headache, vulvovaginal pain, abdominal pain lower, arthralgia, discomfort, myalgia, vitamin d decreased, food allergy, drug hypersensitivity, allergy to chemicals, adrenal insufficiency and immune system disorder outcome was unknown and the migraine had not resolved. The reporter provided no causality assessment for uterine haemorrhage with essure (ess205). The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, adrenal insufficiency, allergy to chemicals, alopecia, arthralgia, back pain, bacterial vaginosis, depression, discomfort, drug hypersensitivity, dysmenorrhoea, dyspareunia, dysuria, fatigue, food allergy, genital haemorrhage, headache, hot flush, immune system disorder, incontinence, kidney infection, loss of libido, menorrhagia, menstruation irregular, migraine, mood swings, myalgia, neuralgia, neuropathy peripheral, pelvic pain, urinary tract infection, urticaria, vaginal haemorrhage, vitamin d decreased, vulvovaginal pain and weight increased to be related to essure (ess205). No further causality assessment were provided for the product. The reporter commented: the patient appeared to tolerate the procedure remarkably well. She did not claim that essure worsened a previously existing injury/condition. Current weight 140 lbs. (B)(6) 2006: insertion was extremely painful in one tube. Surgeries hysteroscopy approximately eight months ago due to endometrial thickening with benign pathology. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion. Lot number: 620755, manufacture date: 2006-09, expiration date: 2008-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp stabbing pelvic pains / shooting pains'), uterine haemorrhage ('abnormal uterine bleeding') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (ess205) (batch no. 620755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial atrophy, sulfonamide allergy, drug rash, allergic reaction to analgesics, uti and nephrolithiasis. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included prolonged periods, pelvic adhesions, shellfish allergy and body mass index normal. Family history included family history of cancer and osteoporosis. Concomitant products included prednisone for shellfish allergy. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced abdominal distension ("painful bloating /constant and severe bloating"). In (B)(6) 2007, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)") and urticaria ("hives"). In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced abdominal pain ("painful bloating"), dysmenorrhoea ("irregular and painful menses / dysmenorrhea (cramping)") and vulvovaginal pain ("vaginal pain"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain / 35 pound weight gain") and experienced kidney infection ("infection (bladder/urinary tract/vaginal) type: kidney infections"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced neuropathy peripheral ("neuropathy in feet"). In (B)(6) 2014, the patient experienced depression ("depression"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), incontinence ("incontinence"), dysuria ("dysuria"), menstruation irregular ("irregular and painful menses"), bacterial vaginosis ("frequent bouts of bacterial vaginosis") with vaginal discharge, loss of libido ("loss of libido"), mood swings ("wood swings"), hot flush ("hot flashes"), back pain ("back pain"), adnexa uteri pain ("a twisting pain in her fallopian tubes"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), abdominal pain lower ("lower abdominal pain"), urinary tract infection ("urinary tract infection"), arthralgia ("ankles and knees hurt"), discomfort ("discomfort"), myalgia ("muscle aches"), neuralgia ("neurological condition - shooting pain"), food allergy ("allergic reaction to food "), drug hypersensitivity ("allergy to medications"), allergy to chemicals ("allergy to chemicals"), adrenal insufficiency ("adrenal insufficiency") and immune system disorder ("immune problem") and was found to have vitamin d decreased ("low vitamin d"). The patient was treated with caffeine;paracetamol (excedrin), diphenhydramine hydrochloride (benadryl), epinephrine (epipen) and surgery (ablation, ablation on (B)(6)2009 and bilateral salpingectomies, hysteroscopy, dilation currettage). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, urticaria, depression, neuropathy peripheral, fatigue, alopecia, urinary tract infection, kidney infection and neuralgia had resolved, the uterine haemorrhage, genital haemorrhage, incontinence, dysuria, abdominal distension, abdominal pain, menstruation irregular, bacterial vaginosis, weight increased, loss of libido, mood swings, hot flush, back pain, adnexa uteri pain, headache, vulvovaginal pain, abdominal pain lower, arthralgia, discomfort, myalgia, vitamin d decreased, food allergy, drug hypersensitivity, allergy to chemicals, adrenal insufficiency and immune system disorder outcome was unknown and the migraine had not resolved. The reporter provided no causality assessment for uterine haemorrhage with essure (ess205). The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, adrenal insufficiency, allergy to chemicals, alopecia, arthralgia, back pain, bacterial vaginosis, depression, discomfort, drug hypersensitivity, dysmenorrhoea, dyspareunia, dysuria, fatigue, food allergy, genital haemorrhage, headache, hot flush, immune system disorder, incontinence, kidney infection, loss of libido, menorrhagia, menstruation irregular, migraine, mood swings, myalgia, neuralgia, neuropathy peripheral, pelvic pain, urinary tract infection, urticaria, vaginal haemorrhage, vitamin d decreased, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: the patient appeared to tolerate the procedure remarkably well. She did not claim that essure worsened a previously existing injury/condition. Current weight 140 lbs. (B)(6) 2006: insertion was extremely painful in one tube. Surgeries hysteroscopy approximately eight months ago due to endometrial thickening with benign pathology. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: newly added events- adrenal insufficiency, immune system disorder, reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pains"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometrial atrophy, drug allergy, drug rash and allergic reaction to analgesics. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included prolonged periods and pelvic adhesions. Family history included family history of cancer and osteoporosis. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), incontinence ("incontinence"), dysuria ("dysuria"), abdominal distension ("painful bloating"), abdominal pain ("painful bloating"), menstruation irregular ("irregular and painful menses"), dysmenorrhoea ("irregular and painful menses"), bacterial vaginosis ("frequent bouts of bacterial vaginosis") with vaginal discharge, weight increased ("weight gain"), loss of libido ("loss of libido"), mood swings ("wood swings"), hot flush ("hot flashes"), dyspareunia ("painful intercourse"), back pain ("back pain") and adnexa uteri pain ("a twisting pain in her fallopian tubes"). The patient was treated with surgery (bilateral salpingectomies), surgery (ablation). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine haemorrhage, genital haemorrhage, incontinence, dysuria, abdominal distension, abdominal pain, menstruation irregular, dysmenorrhoea, bacterial vaginosis, weight increased, loss of libido, mood swings, hot flush, dyspareunia, back pain and adnexa uteri pain outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure (ess205). The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, back pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, dysuria, genital haemorrhage, hot flush, incontinence, loss of libido, menstruation irregular, mood swings, pelvic pain and weight increased to be related to essure (ess205). The reporter commented: the patient appeared to tolerate the procedure remarkably well. Diagnostic results: on (B)(6) 2007, hysterosalpingogram was done for pain.findings- the essure device is seen bilaterally on scant view.impression- occlusion fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage and confirming pelvic pain. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 27-feb-2018: medical record received. Medically confirmed case. Reporter and patient demographics were added. Historical condition, historical drug, concomitant disease, laboratory data were added. Updated suspect drug indication. Event uterine haemorrhage was added from medical record.essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pains / shooting pains"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (ess205) (batch no. 620755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial atrophy, sulfonamide allergy, drug rash, allergic reaction to analgesics and uti. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included prolonged periods, pelvic adhesions and shellfish allergy. Family history included family history of cancer and osteoporosis. Concomitant products included prednisone for shellfish allergy. On (B)(6)2006, the patient had essure (ess205) inserted. In january 2007, the patient experienced abdominal distension ("painful bloating /constant and severe bloating"). In 2007, the patient experienced urticaria ("hives"). In december 2007, the patient experienced dyspareunia ("painful intercourse"). In 2008, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("painful bloating"), dysmenorrhoea ("irregular and painful menses / dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches") and vulvovaginal pain ("vaginal pain"). In 2010, the patient experienced alopecia ("hair loss"). In 2011, the patient was found to have weight increased ("weight gain / 35 pound weight gain"). In 2013, the patient experienced fatigue ("fatigue"). In 2014, the patient experienced depression ("depression"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), incontinence ("incontinence"), dysuria ("dysuria"), menstruation irregular ("irregular and painful menses"), bacterial vaginosis ("frequent bouts of bacterial vaginosis") with vaginal discharge, loss of libido ("loss of libido"), mood swings ("wood swings"), hot flush ("hot flashes"), back pain ("back pain"), adnexa uteri pain ("a twisting pain in her fallopian tubes"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), neuropathy peripheral ("neuropathy in feet"), abdominal pain lower ("lower abdominal pain"), urinary tract infection ("urinary tract infection"), arthralgia ("ankles and knees hurt"), discomfort ("discomfort") and myalgia ("muscle aches") and was found to have vitamin d decreased ("low vitamin d"). The patient was treated with surgery (ablation and bilateral salpingectomies, hysteroscopy, dilation currettage). Essure (ess205) was removed on (B)(6)2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, urticaria, depression, fatigue, alopecia and urinary tract infection had resolved, the uterine haemorrhage, genital haemorrhage, incontinence, dysuria, abdominal distension, abdominal pain, menstruation irregular, bacterial vaginosis, weight increased, loss of libido, mood swings, hot flush, back pain, adnexa uteri pain, headache, neuropathy peripheral, vulvovaginal pain, abdominal pain lower, arthralgia, discomfort, myalgia and vitamin d decreased outcome was unknown and the migraine had not resolved. The reporter provided no causality assessment for uterine haemorrhage with essure (ess205). The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, alopecia, arthralgia, back pain, bacterial vaginosis, depression, discomfort, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, headache, hot flush, incontinence, loss of libido, menorrhagia, menstruation irregular, migraine, mood swings, myalgia, neuropathy peripheral, pelvic pain, urinary tract infection, urticaria, vaginal haemorrhage, vitamin d decreased, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: the patient appeared to tolerate the procedure remarkably well. She did not claim that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2007: results: total bilateral occlusion. Diagnostic results: on 23mar2007, hysterosalpingogram was done for pain.findings- the essure device is seen bilaterally on scant view.impression- occlusion fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage and confirming pelvic pain concerning the injuries reported in this case, the following ones were reported via social media: discomfort, food allergy, myalgia, arthralgia concerning the injuries reported in this case, the following one/ones were reported via social media: low vitamin d. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2018: event low vitamin d and reporter were added from social media post. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pains / shooting pains"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (ess205) (batch no. 620755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometrial atrophy, sulfonamide allergy, drug rash, allergic reaction to analgesics and uti. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included prolonged periods and pelvic adhesions. Family history included family history of cancer and osteoporosis. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced abdominal distension ("painful bloating /constant and severe bloating"). In 2007, the patient experienced urticaria ("hives"). In (B)(6) 2007, the patient experienced dyspareunia ("painful intercourse"). In 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("painful bloating"), dysmenorrhoea ("irregular and painful menses / dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches") and vulvovaginal pain ("vaginal pain"). In 2010, the patient experienced alopecia ("hair loss"). In 2011, the patient experienced weight increased ("weight gain / 35 pound weight gain"). In 2013, the patient experienced fatigue ("fatigue"). In 2014, the patient experienced depression ("depression"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), incontinence ("incontinence"), dysuria ("dysuria"), menstruation irregular ("irregular and painful menses"), bacterial vaginosis ("frequent bouts of bacterial vaginosis") with vaginal discharge, loss of libido ("loss of libido"), mood swings ("wood swings"), hot flush ("hot flashes"), back pain ("back pain"), adnexa uteri pain ("a twisting pain in her fallopian tubes"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), neuropathy peripheral ("neuropathy in feet"), abdominal pain lower ("lower abdominal pain") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (bilateral salpingectomies, hysteroscopy, dilation currettage), surgery (ablation). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, urticaria, depression, fatigue, alopecia and urinary tract infection had resolved, the uterine haemorrhage, genital haemorrhage, incontinence, dysuria, abdominal distension, abdominal pain, menstruation irregular, bacterial vaginosis, weight increased, loss of libido, mood swings, hot flush, back pain, adnexa uteri pain, headache, neuropathy peripheral, vulvovaginal pain and abdominal pain lower outcome was unknown and the migraine had not resolved. The reporter provided no causality assessment for uterine haemorrhage with essure (ess205). The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, alopecia, back pain, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, headache, hot flush, incontinence, loss of libido, menorrhagia, menstruation irregular, migraine, mood swings, neuropathy peripheral, pelvic pain, urinary tract infection, urticaria, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: the patient appeared to tolerate the procedure remarkably well. She did not claim that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion on (B)(6) 2007, hysterosalpingogram was done for pain.findings- the essure device is seen bilaterally on scant view.impression- occlusion fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage and confirming pelvic pain quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding(vaginal), abnormal bleeding(menorrhagia), hives, depression, migraines, headaches, neuropathy in feet, fatigue, hair loss, vaginal pain, lower abdominal pain, urinary tract infection", reporter, lot number, historical condition added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pains / shooting pains"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (ess205) (batch no. 620755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometrial atrophy, sulfonamide allergy, drug rash, allergic reaction to analgesics and uti. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included prolonged periods, pelvic adhesions and shellfish allergy. Family history included family history of cancer and osteoporosis. Concomitant products included prednisone for shellfish allergy. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced abdominal distension ("painful bloating /constant and severe bloating"). In 2007, the patient experienced urticaria ("hives"). In (B)(6) 2007, the patient experienced dyspareunia ("painful intercourse"). In 2008, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("painful bloating"), dysmenorrhoea ("irregular and painful menses / dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches") and vulvovaginal pain ("vaginal pain"). In 2010, the patient experienced alopecia ("hair loss"). In 2011, the patient experienced weight increased ("weight gain / 35 pound weight gain"). In 2013, the patient experienced fatigue ("fatigue"). In 2014, the patient experienced depression ("depression"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), incontinence ("incontinence"), dysuria ("dysuria"), menstruation irregular ("irregular and painful menses"), bacterial vaginosis ("frequent bouts of bacterial vaginosis") with vaginal discharge, loss of libido ("loss of libido"), mood swings ("wood swings"), hot flush ("hot flashes"), back pain ("back pain"), adnexa uteri pain ("a twisting pain in her fallopian tubes"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), neuropathy peripheral ("neuropathy in feet"), abdominal pain lower ("lower abdominal pain"), urinary tract infection ("urinary tract infection"), arthralgia ("ankles and knees hurt"), discomfort ("discomfort") and myalgia ("muscle aches"). The patient was treated with surgery (bilateral salpingectomies, hysteroscopy, dilation "curettage"), surgery (ablation) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, urticaria, depression, fatigue, alopecia and urinary tract infection had resolved, the uterine haemorrhage, genital haemorrhage, incontinence, dysuria, abdominal distension, abdominal pain, menstruation irregular, bacterial vaginosis, weight increased, loss of libido, mood swings, hot flush, back pain, adnexa uteri pain, headache, neuropathy peripheral, vulvovaginal pain, abdominal pain lower, arthralgia, discomfort and myalgia outcome was unknown and the migraine had not resolved. The reporter provided no causality assessment for uterine haemorrhage with essure (ess205). The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, alopecia, arthralgia, back pain, bacterial vaginosis, depression, discomfort, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, headache, hot flush, incontinence, loss of libido, menorrhagia, menstruation irregular, migraine, mood swings, myalgia, neuropathy peripheral, pelvic pain, urinary tract infection, urticaria, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: the patient appeared to tolerate the procedure remarkably well. She did not claim that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. On (B)(6) 2007, hysterosalpingogram was done for pain. Findings- the essure device is seen bilaterally on scant view. Impression- occlusion fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage and confirming pelvic pain concerning the injuries reported in this case, the following ones were reported via social media: discomfort, food allergy, myalgia, arthralgia. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-jun-2018: fu from social media: new events: discomfort, myalgia, arthralgia were added. Reporter and concomitant condition and drug added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pains / shooting pains"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (ess205) (batch no. 620755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometrial atrophy, sulfonamide allergy, drug rash, allergic reaction to analgesics and uti. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included prolonged periods, pelvic adhesions and shellfish allergy. Family history included family history of cancer and osteoporosis. Concomitant products included prednisone for shellfish allergy. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced abdominal distension ("painful bloating /constant and severe bloating"). In 2007, the patient experienced urticaria ("hives"). In (B)(6) 2007, the patient experienced dyspareunia ("painful intercourse"). In 2008, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("painful bloating"), dysmenorrhoea ("irregular and painful menses / dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches") and vulvovaginal pain ("vaginal pain"). In 2010, the patient experienced alopecia ("hair loss"). In 2011, the patient experienced weight increased ("weight gain / 35 pound weight gain"). In 2013, the patient experienced fatigue ("fatigue"). In 2014, the patient experienced depression ("depression"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), incontinence ("incontinence"), dysuria ("dysuria"), menstruation irregular ("irregular and painful menses"), bacterial vaginosis ("frequent bouts of bacterial vaginosis") with vaginal discharge, loss of libido ("loss of libido"), mood swings ("wood swings"), hot flush ("hot flashes"), back pain ("back pain"), adnexa uteri pain ("a twisting pain in her fallopian tubes"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), neuropathy peripheral ("neuropathy in feet"), abdominal pain lower ("lower abdominal pain"), urinary tract infection ("urinary tract infection"), arthralgia ("ankles and knees hurt"), discomfort ("discomfort") and myalgia ("muscle aches"). The patient was treated with surgery (bilateral salpingectomies, hysteroscopy, dilation currettage), surgery (ablation) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, urticaria, depression, fatigue, alopecia and urinary tract infection had resolved, the uterine haemorrhage, genital haemorrhage, incontinence, dysuria, abdominal distension, abdominal pain, menstruation irregular, bacterial vaginosis, weight increased, loss of libido, mood swings, hot flush, back pain, adnexa uteri pain, headache, neuropathy peripheral, vulvovaginal pain, abdominal pain lower, arthralgia, discomfort and myalgia outcome was unknown and the migraine had not resolved. The reporter provided no causality assessment for uterine haemorrhage with essure (ess205). The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, alopecia, arthralgia, back pain, bacterial vaginosis, depression, discomfort, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, headache, hot flush, incontinence, loss of libido, menorrhagia, menstruation irregular, migraine, mood swings, myalgia, neuropathy peripheral, pelvic pain, urinary tract infection, urticaria, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: the patient appeared to tolerate the procedure remarkably well. She did not claim that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. On (B)(6) 2007, hysterosalpingogram was done for pain. Findings- the essure device is seen bilaterally on scant view. Impression- occlusion fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage and confirming pelvic pain concerning the injuries reported in this case, the following ones were reported via social media: discomfort, food allergy, myalgia, arthralgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow-up received on 14-sep-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous non-medically confirmed case report is under litigation and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had sharp stabbing pelvic pains and heavy bleeding (interpreted as genital bleeding). She underwent a hysterectomy with bilateral salpingectomy, approximately 9 years after essure insertion. These events are listed in the reference safety information for essure. After essure insertion, genital bleeding and pelvic pain may occur. In the present case, limited information was provided. Consumers medical history and concurrent conditions were not mentioned. Given the nature of the events sharp stabbing pelvic pains and heavy bleeding and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. Product technical analysis concluded that there is no relationship between the reported medical event and quality defect. Further information will be obtained through the litigation process.